Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 1054 mg/dl. Customer reported alarm did not occur during manual prime. Customer stated that reservoir was empty and had not changed reservoir after receiving low alerts. Customer stated that reservoir was empty and caused no delivery alarm. Customer was unable to troubleshoot at time of call. Customer was advised to call back if issues continue. The customer reported via phone call that they had high blood glucose and hospitalized. Customer's blood glucose at time of incident was 1054 mg/dl. Customer was hospitalized.